Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the stopcock distal end luer was completely detached from the side port tube proximal end. The valve and shaft were intact and let pass a test catheter without difficulty. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user had difficulties advancing the cryoablation catheter outside of the sheath. There was no patient injury. When the device was returned, visual inspection showed that the stopcock was detached from sideport tube. Reportable based on analysis completed on (B)(4) 2013.